Event description:
I had an apparent recalled product called complete moisture plus contact lens solution. I was unaware of the fact that this specific solution had been recalled. This solution apparently caused some sort of eye infection. In 2008 in the evening, I had terrible burning to my eyes and in effect caught an eye infection and the next day, I was diagnosed with an eye infection and consequently with pink eye later on in the evening when the pain in my eyes worsened. I have noticed that although the infection had cleared a week after the incident, my vision has suffered. My left eye had recovered with out too much damage, but my right eye has suffered tremendously as my vision has worsened and blurred a lot more. Dose or amount: large bottle 16 oz?, frequency: daily use, route: other. Dates of use: 2007 - 2008. Diagnosis or reason for use: contact lense solution.